Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call audio anomaly on the insulin pump. Customer¿s blood glucose level was 149 mg/dl. Troubleshooting was performed. Customer advised the insulin pump would tone, they then removed the battery on the insulin, the device reset and all settings were lost. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.